Event description:
It was reported that a patient experienced urinary retentionon (B)(6) 2014. The issue was considered possibly related to the drug and or increase in dose. The patient was examined with palpation. The pump medication was changed to hydromorphone on (B)(6) 2014. The patient continued to have voiding difficulty on (B)(6) 2014. The issue resolved without sequelae as of (B)(6) 2015. The pump was used to infuse morphine at the onset of this event. No surgical intervention was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).